Event description:
The reporter stated that the device result was 254mg/dl. He felt disoriented and confused and his friend took him to the ER. At the ER his glucose was 33mg/dl and he received treatment of a dextrose IV and orange juice. The device was replaced and requested to be returned for evaluation.